Event description:
Boston scientific received information that this right ventricular (rv) lead revealed a fracture. The medical personnel was to follow up with the local area sales representative. Additional information was sought from the local area sales representative, however, at this time, additional information was unavailable. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information from the local area sales representative reported that the device nurse noted that pacing was inhibited due to noise seen by the device. The patient implanted with this device was reportedly pacemaker dependent. The patient performed isometric exercises and the pocket was manipulated. Notable noise was observed on the shock electrogram, however, the device did not sense it. The patients' physician elected to change the device system to a non-integrated lead design, using a non-bsc device. The sales representative reported that it was believed that this chronic device system was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.